Event description:
The hosp reported the endoscope became "stuck" in the pt during procedure. The doctor made several attempts to remove the scope without success. The pt was transferred to another hosp and given a general anesthetic. The scope was able to be removed non-surgically. The pt is reportedly fine and suffered no injury as a result of the procedure.